Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Reported by user within us. Uf/importer report #: 2937708-2020-82545. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 3 years ago, no attempts will be performed to obtain additional information. The allegation in this complaint was confirmed to be a complaint. This investigation confirmed that the water flowing into the patient circuit due to potential overfilling water into the chamber occurred. The issue occurred 3 times (4 ventilators used in total) conducting desaturation events for the patient with already critical health conditions and who passed away a few hours after the current issue. Within this investigation it has been confirmed that the problem with water was probably a combination of highwater level and/or high flows while it was used for treatment.

Event description:
Three consecutive cases of water flowing into the patient circuit due to overfilling water into the chamber occurred. More information and our verification results will be added later. Sorry for the late contact.